Event description:
It was reported to resmed france that an astral device had a power failure and an alarm was triggered which notified the caregiver of the malfunction. There was no pt injury reported as a result of this incident.